Event description:
It was reported to philips that the device failed to shock during a cardiac catheterization intervention. There was no reported injury to the patient, however, this will be considered a serious injury as it delayed treatment to the patient. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Results of functional testing indicate that there was a 200j and placement of the external paddles on the patient, then disarming the 200j load. The load was disarmed because the ¿shock¿ button on the paddles was not pressed for 30 seconds after loading at 200j. After checking, the service confirmed that it was a brief press on the external paddles. Therefore, it was determined the failure did not come from the charge of the device, but from the shock of it in synchro mode because the users made a short press, not giving the defibrillator time to detect the two r waves and to shock during this brief press. Based on the information available and the testing conducted, the cause of the reported problem was due to customer misunderstanding. The reported problem was confirmed. The device was confirmed to be operating per specifications and the issue was due to customer misunderstanding of not giving the defibrillator time to detect the two r waves and to shock. The investigation concludes that no further action is required at this time.